Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temp section of the arterial monitor did not light up. The device was not charged out, as they used the cardioplegia monitor to keep track of the temp. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer does not want this monitor fixed.